Event description:
On (B)(6) 2009, the pt was implanted with an scs system. The pt has been having a new hip pain. She has also been having strange abdominal pain surges that feel like cramps. She said that the hip pain is always there, but the abdominal pain only happens when the ipg is turned on. X-ray did not show any lead fracture or migration. An impedance check was performed and everything was normal. The representative tried reprogramming her and she said that every time the ipg was turned on, she felt the cramping sensation. The ipg was turned off for a period of time per request of doctor to see if the abdominal cramping pain is ipg related or related to her hip pain. Currently, the pt is no longer feeling the cramping sensation. The representative recently met with her and restarted her stimulator and she was no longer having the pain.

Manufacturer narrative:
The device history and sterilization records were reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications an no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.